Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to dislodgement. The lead also exhibited failure to capture and the dislodgement was not confirmed by x-ray. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to dislodgement. The lead also exhibited failure to capture and the dislodgement was not confirmed by x-ray. No additional adverse patient effects were reported. The lead was returned for analysis.